Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter; product ID 8578, lot# 0204949159, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a catheter replacement due to an occlusion caused by an inflammatory mass at the tip. It was noted that the patient exhibited withdrawal or underdose symptoms along with pain and a 'shivering fit.' The patient was hospitalized, though there was no patient injury or adverse event at the time of report. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. There were coring tears/cuts in the seal of the sutureless (sc) connector, but no leak was seen in the lab and there was no leak allegation. Catheter testing was incomplete as it was returned in segments. The previously reported conclusion code 54 no longer applies to this event.